Manufacturer narrative:
Device evaluated by MFR.: a mustang 7.0 x 80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 20mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the tortuous and calcified radial artery. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at approximately 10-12 atmospheres, the balloon ruptured and contrast leakage was noted. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the tortuous and calcified radial artery. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at approximately 10-12 atmospheres, the balloon ruptured and contrast leakage was noted. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.